Manufacturer narrative:
This supplemental report is being submitted to retract the initial report submitted to the FDA on 04/17/2017. The rationale for not reporting this complaint is that the reported events are normal messages as determined by the service engineer.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual and destructive analysis, it was found a pin hole at the articulation sleeve. The possible root cause of the reported phenomenon may be due to the pin hole. The pin hole could have allowed liquid to infiltrate into the articulation area. Liquid infiltration can cause leakage and electrical malfunction which leads to system error or image problem; however, the system error was unable to be reproduced. Reference: CAPA (B)(4).

Event description:
During an in-house audit, it was found that the user facility biomed reported to siemens that there was a message on the screen which indicated the transducer was overheating. The message was displayed in the middle of a transesophageal echocardiography (tee) study. It was not reported whether the transducer was replaced; however, it was reported that there was no loss of data and there was no patient adverse event. No additional information was provided.